Manufacturer narrative:
Device received with blank display due to corroded battery cap contact noted. After replacing the battery cap and monitoring the device for one day, device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No failed battery test alarm noted during testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had two insulin pumps with a failed battery test. The customer reported that her new device had a battery out limit after she replaced the battery. Blood glucose level at the time of the incident was 120 mg/dl. The customer declined troubleshooting and stated that she would call back. The insulin pump was not replaced or returned for analysis.